Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing. The tachy counters and the noise counters have been unstable for two months. Technical services (ts) recommended performing an x ray. Furthermore, the device delivered an inappropriate shock due to small signals and t wave oversensing. The shock impedances were also noted high within normal limits and the sensing was not good. This electrode was explanted and replaced. No additional adverse patient effects were reported.